Event description:
It was reported to philips that the device shut down and gave an error indicating it could not connect to the host computer.  The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported issue occurred during a cath lab procedure. The procedure was completed with delay and after a system reboot. It was reported that the device shut down and gave an error indicating it could not connect to the host computer. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the cmos battery needs to be replaced on the host pc. Fse replaced the cmos battery. After the replacement of cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.